Event description:
This patient with severe ischemic cardiomyopathy and decompensated stage IV congestive heart failure (chf) with ejection fraction at or below 20% had an ICD implanted five years ago. The patient received two inappropriate discharges and also had a recalled sprint fidelis electrode present, so he was admitted for an ICD upgrade to a biventricular device for treatment of his heart failure and for lead replacement. The cardiology notes also stated his device is at elective replacement interval. Notes from the operative report regarding the fidelis lead: ..."this lead was dissected free from its adhesions to the fibrous capsule and dissected down to its insertion site in the left subclavian vein. Gentle traction on this lead after withdrawal of the active fixation device was unsuccessful in removing the lead. Accordingly, the lead was amputated and a laser locking stylet was passed down the lead. Under fluoroscopic guidance using an excimer laser, the lead was removed in its entirety." The patient tolerated the procedure well.